Manufacturer narrative:
The reported event of backup mode was confirmed. As received, the device was in backup operation with battery voltage above elective replacement indicator. Cautery marks were noted on the pacemaker. Product code was downloaded, and analysis was performed. Electrical and mechanical analysis performed, indicated normal device functionality. Analysis on the device image indicated the cause of backup consistent with an integrated circuit failure. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a follow-up in clinic, the device was noted to be in backup mode. The patient was pacemaker dependent, therefore, the device was explanted and replaced. The patient was stable.